Manufacturer narrative:
(B)(4).

Event description:
On 01nov2016 a patient (pt) posted information on a social media website as follows: ¿(B)(6) I'm battling a corneal ulcer because of these contacts.¿ no additional information was received. No patient contact information was provided; unable to contact the pt for any additional medical information regarding the event. The date of the event is unknown. The lot # is unknown and the product availability is also unknown. This event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.